Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had problems filling their reservoir. Customer stated they were unable to push air into their vial of insulin. The customer would disconnect and reconnect the reservoir to the vial at the transfer guard. Customer stated they would attempt this several times. Customer also reported detecting too much pressure when pushing on their plunger. The customer was advised to leave the transfer guard on the insulin vial until they were done changing their infusion set to depressurize the insulin vial. Customer's blood glucose was 162 mg/dl. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.